Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited inappropriate shocks, non-capture and impedance > 2000 ohms. The system was abandoned in the left abdomen and a new system was implanted in the right chest.